Manufacturer narrative:
Pump passed functional tests including 7.2 units bolus test and occlusion test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with bleeding on lcd glass.

Event description:
It was reported that insulin pump was return without authorization. Failure analysis was performed.